Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue.  The third party service agent then replaced the device's therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
The third party service agent returned the removed therapy pcb assembly to physio-control for evaluation. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr30.  The diode was shorted from pins 5 to 9.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a service indicator present and had logged an event code in the device's memory which is indicative of a device failure that could result in the partial loss of defibrillator output energy, due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level, resulting in a monophasic shock. There was no patient use associated with the reported event.